Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, post-surgery the patient found the pump (with some difficulty) high on the right side in proximity to their right testicle. Their surgeon says that atypical placement was necessary because the tubing was not long enough. Patient concerned that the pump in its present position will be difficult or impossible to use, and the reoperation may be necessary. Patient has a surgical follow up next month.